Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead was analyzed. Analysis indicates that distal conductor is distorted. The helix would not extend or retract due to distal conductor distortion within the connector. Blood/body fluid (not obstructed) was found on the distal conductor.

Event description:
It was reported that during implant attempt, the "setscrew" (helix) would not engage. The lead was replaced. No patient complications have been reported as a result of this event.